Event description:
It was reported that the patient was referred for a full vns replacement due to an unspecified device malfunction. Further information showed that the replacement was due to high impedance. The patient¿s family reported there had been a product issue with the vns for ¿several months.¿ surgery to replace the implanted generator and lead was completed. The explanting facility released the explanted devices to the patient. Therefore, the devices are no longer available for return. No additional pertinent information has been received to date.